Event description:
It was reported that the patient with this pacemaker experienced feeling sluggish and tired. Boston scientific technical services assessment confirmed an intermittent under sensing in the right atrial channel on the presenting rhythm. Furthermore, the device showed premature atrial contractions that lead to pauses in pacing. In addition, programming options were discussed, and the lower rate limit was changed over the phone with the clinic. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.